Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had an updating then a change sensor anomaly and then a calibration not accepted alarm. Blood glucose value was 251 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to monitor and call back if issue persists. The customer was advised the sensors will be replaced. The sensors will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.